Event description:
Additional information indicates that the patient experienced discomfort at the ipg site, not therapy turning off. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was repositioned to address the issue. Therapy was restored postop.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to turn off therapy. As a result, surgical intervention may be undertaken to address the issue.